Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false downstream occlusion messages, which were confirmed through the event history log but not reproduced during evaluation. Evaluation determined that the fluid numbers were out of specification, however no component causality was found. The unit was calibrated to ensure continued occlusion detection.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. Any patient involvement, injury or medical intervention is unknown.